Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2012. Before the package was opened, a hair about 20 cm, was found stuck at the sealed area of the package between the tyvek and the blister package. The product was not used for the patient no further information was provided.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the sealing area along the periphery of blister packaging was carefully examined; evaluator did not find any evidence of presence of hair. The device operated as intended during evaluation.

Manufacturer narrative:
(B)(4). Hair in seal. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.